Event description:
Complainant alleged that the medics were monitoring a patient (age and gender unknown) in lead 2 for about fifteen minutes, when the device shut off and displayed a blank screen and emitted a long steady loud beep. The medic then turned the device off and checked all leads and changed the device battery, but when the medics again powered the device on, it displayed a blank screen, and again emitted a long steady loud beep and displayed a flat line. The medic then changed the ECG leads, but the flat line continued to be displayed on the device screen. The medics then turned the device off/on several times and the patient's ECG rhythm was displayed. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.